Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an unknown procedure. According to the complainant, during the procedure, "the patient lost approximately a liter of blood". The current patient condition is reported to be "fine". Several attempts at follow up have been unsuccessful.